Event description:
It was reported that the customer received an altitude alarm in the middle of the night. The customer's blood glucose was 300 mg/dl. The customer removed and reinstalled the cartridge. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.